Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72400098, serial number: n/a, batch/ lot number: 601913008, model/ catalog description: control pump fgs. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 612506009, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient called to report that he is noticing a new soreness in his perineal area when he lifts his penis to urinate. He called to ask if this is a concern because of his artificial urinary sphincter (aus). He denies any other symptoms. Patient liaison recommended to see his urologist for assessment but he is retired, so she assisted him with the physician locator at (B)(6) and also gave him (B)(6) as he is also interested in talking about a penile prosthesis.

Event description:
It was reported that the patient called to report that he is noticing a new soreness in his perineal area when he lifts his penis to urinate. He called to ask if this is a concern because of his artificial urinary sphincter (aus). He denies any other symptoms. Patient liaison recommended to see his urologist for assessment but he is retired, so she assisted him with the physician locator at fixincontinence.com and also gave him edcure.org as he is also interested in talking about a penile prosthesis. It was further reported that the patient stated that he does have an appointment in (B)(6). He now has symptoms of pain in his urethra and blood in his urine. Patient liaison recommended him to contact his dr. To let him know of these symptoms.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72400098 serial number: n/a batch/ lot number: 601913008 model/ catalog description: control pump fgs model number/ catalog number: 72400024 serial number: n/a batch/ lot number: 612506009 model/ catalog description: balloon fgs 61-70 cm.